Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1450 mg/dl and diabetic ketoacidosis which resulted in the customer being admitted to the hospital¿s intensive care unit. Reportedly, the customer experienced vomiting, nausea and headache. Reportedly, there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.